Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the pt had a small area of erosion on the left side of the urethra and the mesh was out of the urethra. It was also noted that the pt had radiation treatments performed within the last six months. No surgical intervention has been reported to date. No additional pt complications were reported in relation to this event.